Event description:
On 13-feb-2020, a field service engineer received an email from a surgeon stating that they would like to switch to bone fiducial registration because they have noticed consistent inaccuracies in their recent cases and believes that it is due to the contactless registration that they have been using for every case. The surgeon, anther surgeon from the same hospital, responded to the email stating that at a recent conference he had heard someone else say the same thing about the contactless registration accuracy after the recent upgrade. There have not been any reported adverse effects to the patients.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the logs and of the patient folder has been performed and concluded that the inaccuracy for 12 of the 14 electrodes implanted is confirmed and assumed to be due to a translation of the patient's head in the superior direction. The average error is estimated at 4.83 mm. Analysis showed that the complaint is confirmed.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2020, a field service engineer received an email from a surgeon stating that they would like to switch to bone fiducial registration because they have noticed consistent inaccuracies in their recent cases and believes that it is due to the contactless registration that they have been using for every case. The surgeon, anther surgeon from the same hospital, responded to the email stating that at a recent conference he had heard someone else say the same thing about the contactless registration accuracy after the recent upgrade. There have not been any reported adverse effects to the patients.